Event description:
It was reported that the bronchovideoscope encountered an e315 error. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e4, g3, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information indicating component damage or degradation, environmental issues such as dust/contamination/humidity, optical issues, thermal issues, or electrical issues like signal loss or circuit breakage. The most probable cause of this complaint is expected to be predictable or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.